Manufacturer narrative:
The device history records for radiesse lot injected were not reviewed as the lot number was unk. Additional info was requested.

Event description:
A (B)(6) doctor injected a female pt with a total of 1.5ml of radiesse. The injection site(s) were ovale to the face and chin. Eight days post injection, the pt developed swelling, warmth, slight redness and pain on pressure in the chin and ovale to the face. The physician considered this incident of moderate intensity. The physician classified this incident as non-serious. On (B)(6) 2013, the pt was given diprophos (betamethasone) 2ml i.a and augmentin 875 3 times a day for 6 days. Eroid (cold packs) and reparil (aescin) 3 tablets a day for 6 days, reparil gel two times a day and medrol 32mg decreasing over 10 days. The physician did not provide any further info. Additional info was requested.